Manufacturer narrative:
Other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and cardioversion therapy. It was reported that the patient received therapy for uncontrolled atrial fibrillation (af). It was noted that two long ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes were treated with atp and later cardioversion resulting from the wavelet not withholding detection. The wavelet vector was adjusted and the implantable cardioverter defibrillator (ICD)  remains in use. No further patient complications have been reported as a result of this event.